Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful attempt to remove the sensor on (B)(6) 2025. The sensor was located in the left upper arm. An incision was made during the removal attempt. At the time of the call, the user was reported to be doing well but experiencing arm pain due to the procedure. The sensor was not palpable prior to the incision. The transmitter was not used for localization. Ultrasound and a magnet were used to attempt to localize the sensor.